Event description:
During a cryablation procedure, an icerod plus needle developed frost along the needle shaft during the first freeze cycle. The needle was replaced with a new one. The case was completed with no patient injury.